Event description:
Customer reports to have received an unexpected restart alarm and moisture under display screen. Customer's blood glucose was 375 mg/dl, which was treated with manual injection. Customer was able to clear alarm for unexpected restart with a battery change. Customer states that she is not aware of how moisture got under display screen. After troubleshooting for fluid under screen, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to corroded motor assembly. Insulin pump was unable to confirm alarm due to motor error alarm. Insulin pump was received with cracked case on display window corners, minor scratches on lcd window, and cracked reservoir tube lip. No moisture damage on electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)